Manufacturer narrative:
The ICD and a 50 cm distal lead fragment were received for analysis. Prior to the analysis of the devices, the quality documents accompanying the manufacturing process was re-investigated and all production steps were performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. The analysis of the available lead fragment showed deformations of the rv shock coil and of the fixation helix which most likely occurred during the extraction procedure. No further peculiarities were observed. In particular the measured dc resistances of the available conductor fragments did not show any abnormalities which might indicate a conductor fracture. The ICD device data have been evaluated. The impedance trend data were analyzed. The pacing impedance trend did not show any increase or out of range impedance values. The battery status was eos which was triggered on (B)(6) 2020, confirming the clinical observation. The documented current consumption of the ICD was found to be normal and as expected, but an inconsistency between current consumption and battery voltage was noted. The electronic module was attached to an external power supply to test its functionality. Thereby, the electrical parameters, particularly the current consumption of the electronic module, were found to be normal and as expected. The ability of the electronic module to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a normal and expected sensing and shock delivery. In particular, the specified energy level was reached. The battery was sent to the manufacturer for a thorough analysis. During analysis of the battery lithium plating was identified, which led to an elevated internal self-depletion and, as a result, to the clinical observation. Please note, this ICD is affected by the field safety corrective action, bio-lqc, initiated in march 2021.

Event description:
It was reported that the ICD could not be interrogated and was explanted approx. 54 months after the implantation. Please note this ICD is affected by a field safety corrective action, bio-lqc, initiated in (B)(6) 2021.